Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel breast implant, 400cc silicone prosthesis, experienced left-sided capsular contracture grade iii postoperative. The issue was confirmed by doctors physical examination. As a result, patient underwent bilateral replacements as follow: l) cat#: smpx490 / sn#: (B)(4) cat#: smpx440 / sn#: (B)(4) on (B)(6) 2020.